Manufacturer narrative:
Reporter first name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device had ECG failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This pca was returned "ECG failure". This was verified in lab testing. The pca failed ECG testing. T5 was found to have lifted pins resulting in low and unstable egc supply voltage. After repair, the device passed op check and general testing.